Event description:
It was reported that the ventilator became magnetically attracted to a MRI scanner. There was no patient harm reported. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). According to the information provided by the technician, the issue occurred during preparation phase and there was no patient involvement. The ventilator was moved inside prohibited zone and there is no confirmation that both front wheels were locked while the issue occurred. The gauss safety line was reportedly marked on the floor. Control cable, loudspeaker, rotary encoder with switch were damaged and have been replaced. Pre-use check failures were noticed by the technician during troubleshooting which may be result of mr attraction. Expiratory valve coil has been replaced to solve the issue. Review of provided device's logs revealed that the ventilator generated a technical error code indicating a power error. The claimed issue was not reproduced during troubleshooting and no part was replaced to solve it. Generated technical error is a power failure 12 volts too low alarm. It shall be triggered when +12 v supply is lower than +10.8 v for more than three seconds. The monitoring subsystem shall activate the signal disable_valves.l for at least six seconds, when the +12 v supply is lower than +10.8 v for more than three seconds and deactivate the disable_valves.l signal when the supply is more than +10.8 v. The cause of the technical error was not established. The device was delivered to the user in working condition. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. Our conclusion is that the incident was caused by interaction between the user and device with unintentionally not following the requirements for use of the ventilator in mr environment.